Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button was no longer functional. During troubleshooting with tandem technical support it was confirmed that the pump still turns on when plugged into a power source, however when the touchscreen illuminated it was unresponsive to presses. Customer had elevated blood glucose levels (250 mg/dl). Customer stabilized blood glucose levels with manual injections. Customer indicated they have back up manual injections for continued insulin therapy.